Event description:
It was reported the patient¿s implantable neurostimulator (ins) was replaced and there were issues with impedances on the new ins in the operating room (or). Pre-op impedances were fine but the previous ins had reached elective replacement indicator (eri). In the operating room, impedances were off multiple times. Impedances were greater than 3600 ohms on all electrodes. They connected the ins to the multi lead trialing cable (mltc) and impedances were fine. It was noted they tested stimulation in the or hooked to both the mltc and the ins and the patient still got good stimulation so they closed with impedances off. Post-op the patient felt nothing. The patient remained implanted but felt no stimulation. Diagnostic testing included: x-rays, impedance testing, and reprogramming. No complications were reported regarding this event. The patient¿s status was noted to be alive with no injury. The patient was unhappy because it was not working. The rep was going to meet the patient in the office on (B)(6) 2014 to try and turn it on again. The rep saw the patient and checked impedances again. Two contacts were working and he programmed those and the patient felt the stimulation. At the time follow-up was received, the patient was doing fine with the therapy.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).